Event description:
It was reported from the (B)(4) study that the patient had abdominal discomfort and a device interrogation revealed almost constant diaphragmatic stimulation when lying on left side. Therefore the left ventricular (lv) lead pacing output and pacing vectors were reprogrammed and symptoms were improved. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.